Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Approximately 9 cm of the ventricular catheter was returned. The returned catheter was patent and met the requirements for leak testing. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of the manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was removed as part of a shunt replacement.